Event description:
In 2007, needle tip noted to be missing after suturing pt. Unable to find tip. Ethicon monocryl 1. Route: cutaneous, dates of use: two months in 2007. Diagnosis or reason for use: surgical suture material, event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.